Event description:
It was reported that a malfunction occurred on the pump, identified by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Tandem technical support provided pump reset information to the caller, but the caller was unable to reset the pump at that time due to a lack of charging supplies. The patient was advised to call back when they could reset the pump. No additional information was received regarding the outcome of the event.